Event description:
It was reported that approximately 7 months following the implant of a transcatheter valve, the patient was hospitalized due to a left middle cerebral artery (mca) perforator branch infarction. The patient was treated for dysarthria, and mild paralysis of the right upper and lower limbs. Subsequently, the patient was transferred to another hospital for rehabilitation. Approximately 1 year following the implant of the valve, the patient was hospitalized due to abdominal pain and nausea. An x-ray was performed that revealed "two bow formations" and the patient was diagnosed with an intestinal obstruction. Subsequently. The patient was transferred to a different hospital and underwent emergency hernia repair surgery that same day to treat an incarcerated femoral hernia. Following the emergency surgery, the patient's symptoms improved and was transferred to another hospital. Per the physician, there was no causal relationship between the femoral hernia and device or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: e1 - street address corrected (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.